Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history was performed. In-house testing on strip lot 376877a met release criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
On (B)(6) 2016, a telephone call was received to report the following information regarding an alleged variance between the inratio inr results and the physician's point of care (poc) inr result. Results are as follows: date: (B)(6) 2016, inratio inr: 1.5, poc inr: n/a. Date: (B)(6) 2016, inratio inr: 2.0, poc inr: 2.7. Therapeutic range: 2.0 - 3.0. There was no anticoagulation medication change after the 1.5 result on (B)(6) 2016. The testing was performed consecutively on (B)(6) 2016. There was no reported adverse patient sequela. There was no additional information provided.